Manufacturer narrative:
H3, h6: the navio drill part number 101209, s/n (B)(6), used for treatment was returned for evaluation. There was a relationship between the device and the reported event. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. Visual inspection of the device revealed that exterior showed minor wear. No other visual discrepancies were observed. A functional evaluation was performed and revealed that the reported problem was confirmed as an e6 error was displayed upon connection to a known good navio system. The root cause was determined to be component failure. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that during a navio assisted ukr surgery the anspach pedal would not engage the anspach emax 2 plus hand piece - rohs. They proceeded to unplug and then re-plug back in the drill. E6 error popped up. They switched out the drill and proceeded with the case successfully. It was completed with a delay of 1 minute using the s+n back-up device. No patient injuries and no other complications were reported.